Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited low r-wave sensing and noise oversensing leading to false high ventricular rate episodes . A chest x-ray revealed that the lead had dislodged. During the explant procedure, the lead helix would not extend. The lead was removed and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported events of sensing noise and r-wave amplitude variation were not confirmed but helix mechanism issue was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.